Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 06-aug-2024. The infusion set was in use for three days. The leakage was at quick release (qr). No further information available.